Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable exhibited air passing through the tubing. Air bubbles are created, making the pump ring. Event occurred while in use with the patient, but no clinical consequences.

Manufacturer narrative:
One hundred sixty-five unused samples were received. Visual inspection revealed no damages. Functional testing of all returned samples was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No actions were taken. For all enquires or follow up questions related to the record, do not use (B)(4) located in section g please direct those to the following: (B)(4).